Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found no physical damage on the device. Functional testing confirmed the complaint. Root cause was the device being out of calibration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action was taken due to the device not being needed in the loaner pool and will be scrapped.

Event description:
It was reported that the over-temperature alarm rang it's alarm before the temperature was close to what it should be. This happened during preventative maintenance testing. There was no patient involvement and no harm/adverse event reported.